Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device primed properly. No unexpected low battery alarm anomalies noted. Device received with cracked case at the display window corners.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was difficult to read. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had unexplainable no insulin delivery alarms when priming sometimes, batteries went quicker, crack on display screen. The insulin pump will be returned for analysis.